Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to an out of tolerance u702 component on the distribution node pca. The root cause for the out of tolerance component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms.